Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An atrial lead dislodgement was seen. The patient was hospitalized. For diagnostics an x-ray was done. The atrial lead was repositioned and drug therapy treatment was optimized. The atrial lead repositioning failed and a new lead was implanted. Should additional information be received, this file will be updated.